Event description:
This companion 2 driver was not on a pt. The customer reported that when he turned on the companion 2 driver, the motor made a grinding noise and the driver exhibited a "single compressor malfunction" alarm. The customer also reported that the driver's compressors would also cycle on while the driver was plugged into hosp wall air. These alleged failure modes pose a low risk to a pt because the issues were observed when the driver was not supporting a pt. In addition, these alleged failure modes would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.